Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth: unknown / not provided. Patient sex: unknown / not provided. Weight: unknown / not provided. Fax number and last/given name: unknown / not provided. Additional PMA/510(k) number: k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Customer reported that when attempting to place an implant in the osteotomy, the mount and screw fractured. The implant was removed and replaced with another implant.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One (1) imp,tsv,4.7,10,mtx,mg ((B)(6)) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Additional events (fracture mount, fracture screw) were non-verifiable since, no evidence was provided. Based on the evaluation, device malfunction has occurred. Additionally, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review was completed for the subject lot number (1247032). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1247032) for similar events using keyword category (fracture implant, fracture mount, fracture screw) and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and events and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the probable cause for the reported events are customer error with incorrect assembly of the mount to the implant and excessive loading during assembly. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
During product inspection-new failure identified. Fractured implant. Upon follow up, the customer reported that they are not sure, but believe that the implant may have fractured during the removal process.

Manufacturer narrative:
This report is being submitted to relay additional information. During product inspection-new failure identified. Fractured implant.